Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate therapies due to detecting atrial tachycardia (at)/atrial fibrillation (af) followed by rapid ventricular response (rvr) as ventricular fibrillation (vf). It was additionally reported that the patient was non-compliant with medications. The ICD remains in use. No further patient complications have been reported as a result of this event.